Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and lumbar radiculopathy. The patient reported that their ins ¿crapped out¿ after 6 months. The patient stated that they thought the ins was supposed to last for 9 years. The patient had the ins replaced on (B)(6) 2017. No further complications are anticipated.

Event description:
Additional information was received. The patient's weight at the time of the event was reported. The patient did not know the cause of the ins only lasting 6 months. No further complications are anticipated.